Event description:
It was reported by the customer that pyxis anesthesia es system had drawer failure. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer had failed. A field service engineer swapped controller board, sensors and latches between drawers. The system functioned as intended after the field service engineer troubleshooted the device.